Manufacturer narrative:
The investigation determined that a higher than expected vitros vanc quality control (qc) result was obtained from a vitros therapeutic drug monitoring performance verifier (tdm pv) using vitros chemistry products vanc reagent lot 2514-43-8200 on a vitros xt 7600 integrated system. The conclusive assignable cause of the event was not able to be determined. The most likely cause of the higher than expected vitros vanc result is a suboptimal calibration. The parameters of the initial calibration event were determined to be atypical compared to the database values. Following a recalibration event, qc results returned to within expectations. The cause of the suboptimal calibration is unknown. A vitros vanc reagent issue could not be ruled out as a cause of the suboptimal calibration or the event itself as historical qc results prior to the suboptimal calibration event were not acceptable. An instrument related issue with the performance of the vitros xt 7600 integrated system could not be entirely ruled out as a contributing factor of the suboptimal calibration or the event as no precision testing was performed and historical qc results prior to the suboptimal calibration were found to be imprecise. However, no known service actions were performed on the instrument between the time of the event and when results returned to within expectations indicating that an instrument malfunction was not a likely cause of the event. A reagent pack issue could not be confirmed nor ruled out as a cause of the event or of the suboptimal calibration as the customer had used a fresh reagent pack ID 5515 when the suboptimal calibration and the higher than expected result were obtained and then used an alternate fresh reagent pack to recalibrate vitros vanc and obtain acceptable qc results. The customer¿s reagent storage and handling protocol were within ortho acceptable guidelines. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros vanc lot 2514-43-8200. (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics technical service center (tsc) to report a higher than expected quality control (qc) result obtained from vitros therapeutic drug monitoring performance verifiers (tdm pv) processed using vitros chemistry products vanc reagent on a vitros xt 7600 integrated system. Vitros tdm pvi lot x8115 result of 16.22 ug/ml vs an expected result of 8.43 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected result was from a qc fluid and was not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).